Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was eroding through the skin. A little bit of an opening at the pocket was noted. The patient underwent removal of the ipg.

Manufacturer narrative:
Additional information was received that the patient's ipg was removed due to infection. The physician stated that the wound just kind of fell apart like a wound dehiscence. There was no redness nor drainage or swelling. The infection was believed to be procedure related. No antibiotic was provided.

Event description:
A report was received that the patient's ipg was eroding through the skin. A little bit of an opening at the pocket was noted. The patient underwent removal of the ipg.